Manufacturer narrative:
Device evaluation: product is not returned, so investigation cannot be performed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed one (1) additional complaint for this production order number has been received, however the issue is unrelated to this complaint, and there was no product deficiency identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that preloaded intraocular lens (model pcb00 +21.0 diopter) was defective. This observation was made when the lens was in the patient's left eye under the microscope. Additional information was received, and it was learnt that the lens was completely delivered into the patient¿s left eye. The lens was removed and replaced in same surgical procedure. Reportedly a back- up lens was used as the replacement lens for the patient. There was no incision enlargement, no sutures and no vitrectomy required. The patient has ongoing corneal edema around the incision, otherwise the patient is doing well. No further information provided.